Event description:
It was reported that the right ventricular (rv) lead had high thresholds and the patient complained of chest pain. An x-ray found that the lead had moved causing a perforation and a pericardial effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Electrical resistance and cross continuity test results were within specifications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1, implantable pulse generator (ipg), (B)(6) 2013; 5076-45, implantable pacing lead, 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.